Event description:
It was reported that during a laparoscopic esophagectomy procedure, the device locked on the fourth firing. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Empty, device fired through lockout, anti-backup failure, damaged ratchet. Evaluation summary. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. The orange indicator was noted beyond its intended position. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. In addition, the device was disassembled and the ratchet pawl spring was noted damaged leading the antibackup failure. No clips were found inside the clip track. No functional testing could be performed to evaluated the event reported, however, a potential cause of the customer reported experienced is firing of all of the clips and the instrument "jammed" (activation of the lock out mechanism); the orange indicator must be visible after the 13th clip is fired. A batch record review was performed and no anomalies were found during the manufacturing process.